Event description:
The facility returned the device for service. During service testing, the baxter technician reported failure code 570 was found in the event history. The hospital representative stated they have no record of any patient injury or medical intervention with this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: the device was returned and evaluation was performed by the baxter repair technician. The reported failure code 570 was confirmed. The failure was determined to be due to depleted main batteries. The main batteries and battery harness were replaced. The pump was tested for proper operation and the pump was found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.